Event description:
Patient received a recall letter from walmart pharmacy a few weeks ago. An error message of e3 or e4 appears randomly while using the device. Even when patient used a new test stripe, error message still appears. Patient had an episode of dizziness about a week ago. She noticed the device was not producing accurate readings/results.